Event description:
The hcp reported a pt experiencing "issues with their pump." The pt is experiencing seizures and sleep apnea. The drug used in the pump is compounded baclofen. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report #6000030200704069.